Event description:
While treating a pt with the model 3100a, the oscillating driver stopped with alarms activated and was unable to be re-started. The pt was placed on another 3100a. The pt was described by the reporting therapist as being critically ill and receiving nitric oxide treatment.